Manufacturer narrative:
The batch record review for radiesse, lot a00088870, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00088870) and no similar events were noted. Assessment by merz: the reported events occurred in a compatible local relationship. Onset date of the event injection site fibrosis was 9 months after the injection which is a long latency but still possible. Onset date of the events injection site cyst, injection site nodule and injection site calcification was within a year which is a long latency but still possible. Injection site cyst is equivalently expected as swelling, injection site calcification is equivalently expected as induration and injection site fibrosis is equivalently expected as scarring whereas injection site nodule are expected based on currently valid brazilian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Possible confounding factors include previous radiesse injection, as well as treatment with carbon laser and filler, but very sparse information was provided. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 09-jan-2025: the event inflammatory aspect was added. The outcome of the events retention cyst /poiipo, nodule, calcification and fibrous cord was considered as not resolved. The added event occurred in a compatible local relationship. Onset date of the added event was not provided but temporal relationship can be assumed based on the wording of this report. Injection site inflammation is expected based on currently valid brazilian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported reddish is considered to be symptom of the reported injection site inflammation and therefore was not coded. The added injection site reaction can occur after the treatment with radiesse. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 15-jan-2025: the case was upgraded to serious. The event injection site necrosis (serious) was added. The event injection site nodule (non-serious) was recoded to injection site granuloma (serious). The event injection site inflammation (non-serous) was deleted. The added events occurred in a compatible local relationship. Onset date of the events was not provided but temporal relationship can be assumed based on the wording of this report. Injection site granuloma (serious) and injection site necrosis (serious) are expected based on currently valid brazilian instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. The brazilian IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentially injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient was diagnosed with necrosis and granulomatous chronic inflammatory process with unknown outcome. In the opinion of the reporter, clinical pathological correlation was necessary for a better diagnosis. Causality for the previously assessed events remain unchanged as possibly related to the treatment with radiesse. Causality for the added events is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is upgraded to serious with the serious events injection site necrosis and injection site granuloma because surgical intervention was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a brazilian physician via a sales representative and concerns a 75-year-old female patient (ambiguously reported as 74 years old, weight: 55 kg, height: 152 cm). She was injected subcutaneously with a total of 4.5 ml of radiesse into the mandibular region, pre-jowl region, malar region and nasolabial fold, for sagging and rejuvenation, on 24-nov-2023. Batch number was reported as a00088870 (expiry date: 30-nov-2024). The batch record review was received and the lot number for radiesse was confirmed as a00088870 (expiry date: 30-nov-2024). A lot search in the global safety database was conducted. She was injected with 1.1 ml into the each side of mandibular region, with 0.2 ml into the each side of pre-jowl region, with 0.75 ml into the each side of malar region and with 0.2 ml into the each side of nasolabial fold. A 22g cannula was used and the injection was performed into superficial subcutaneous tissue. Radiesse was diluted at a 1:2 ratio. The patient was previously injected subcutaneously with a total of 4.5 ml of radiesse into the mandibular region, pre-jowl region, malar region and nasolabial fold, for sagging and rejuvenation, on 16-aug-2022. Batch number was reported as a00055620 (expiry date: 31-aug-2024). She was injected with 1.1 ml into the each side of mandibular region, with 0.2 ml into the each side of pre-jowl region, with 0.75 ml into the each side of malar region and with 0.2 ml into the each side of nasolabial fold. A 22g cannula was used and the injection was performed into superficial subcutaneous tissue. Radiesse was diluted at a 1:1 ratio. The patient was also previously treated with carbon laser and filler into the malar region. The patient's medical history included allergic rhinitis, arrhythmia and fibromyalgia. The patient had no allergies. Surgical interventions were reported as none. On (B)(6) 2024, 266 days after the radiesse injection, the patient experienced hardened area in the left mandibular region and a fibrous cord in the left jowl region. The physician reported that the patient had an appointment with a head and neck surgeon and was performed a usg, CT scan and aspiration puncture which excluded malignancy and cellularity. Ultrasound of the left side of the face, of a hypoechoic nodule near the skin of the left cheek, was performed, measuring 10 mm. Aspiration puncture by fine needle was negative for malignant cells. Soft tissue ultrasound was performed and there was skin and subcutaneous tissue lymph nodes with the usual appearance (oval and central hyperechogenic) in a cord. Largest measuring was 0.4 x 0.2 cm. The palpable nodule in the mentonian region had no diagnostic significance. CT scan of the face and neck was performed and images obtained with intravenous administration of contrast medium. Analysis showed areas of asymmetrical densification of the subcutaneous tissue along the lateral contour of the parotid gland, with foci of calcification in between, left parietal gland, with permeating foci of calcification, measuring up to 2.3 x 0.7 cm on the axial piano, with no significant expansive effect, non-specific to the method, and possibly correlated with clinical data, pharyngeal and laryngeal structures showing preserved attenuation, parotid and submandibular glands without alterations, hypoattenuating nodule in the left thyroid lobe, measuring 1.8 cm, undetermined, being better evaluated by directed ultrasound study, at clinical criteria. Other segments of the thyroid gland showed no relevant changes. There was numerical increase in lymph nodes at practically all cervical levels and at the upper mediastinal level, with unspecific imaging characteristics and preserved dimensions, reduction in volume of the right crystalline lens. Other orbital structures were without relevant alterations. There was retention cyst / poiipo in the right maxillary sinus. Other paranasal sinuses were normal, nasal septum deviated to the right. There was slight thickening of the mucous component of the nasal conchae, degenerative changes in the temporomandibular joints, cervical carotid atheromatosis and degenerative changes in the spine. There were areas of asymmetrical densification of the subcutaneous tissue around the side of the parietal gland. This was unspecific to the method and possibly correlated with clinical data. Hypoattenuating nodule in the left thyroid lobe was undetermined, and best assessed by an ultrasound study, with clinical criteria. There was numerical increase in lymph nodes at practically all cervical levels and at the upper mediastinal level, reduction in volume of the right crystalline lens, retention cyst/ poiipo in the right maxillary sinus. Other paranasals were normal. Nasal septum deviated to the right. There were slight thickening of the mucous component of the nasal conchae, degenerative changes in the temporomandibular joints, cervical carotid atheromatosis and degenerative changes in the spine. Hardened cord in the mandibular region was with no infiltrative or nodular character. On imaging tests, the lesion had an unspecific calcified appearance. For the moment, the patient had no indication for surgery due to the probable diagnosis. The outcome of the events was unknown. The events were not life-threatening, did not require hospitalization, were not considered to be permanent, did not led to a new diagnosed chronic disease and an intervention was not necessary to prevent a life-threatening condition or a permanent damage. Follow-up information was received on 09-jan-2025: the event inflammatory aspect was added. The patients clinical condition showed no improvement. Previously there were only palpable nodules, and at the time of this report, they were reddish and had an inflammatory aspect. The physician was waiting for the result of the biopsy. Due to the provided information, the outcome of the events retention cyst /poiipo, nodule, calcification and fibrous cord was considered as not resolved (changed from unknown). The outcome of the event inflammatory aspect was unknown. Follow-up information was received on 15-jan-2025: the case was upgraded to serious. The event nodule was amended to granulomatous chronic inflammatory process and the coding was changed from injection site nodule to injection site granuloma. The event inflammatory aspect was deleted. The event necrosis was added. A little liquid was drained, it was not characterized as pus or as a product. Histopathological examination of the skin was performed. On macroscopic examination, material received for examination in formalin consisted of an irregular fragment of skin measuring 0.5 x 0.4 x 0.3 cm. On the epidermal surface, it was observed and adherently elevated lesion measuring 0.3 x0.3 cm in surface area and 0.1 cm in depth. It was brownish in color and had a rough consistency. All the material was submitted to the histological process, 1 block and 3 fragments. On microscopic examination, skin was with dermal granulomatous chronic inflammatory process with an area of necrosis. There were multinucleated giant cells and presence of a foreign body, probably of exogenous origin. There was no malignancy. A fungi test using the specific periodic acid schiff (reported as pas) stain with control was performed, and it was negative. A bacilli acid alcohol resistant (reported as baar) test was performed, with specific fite faraco stain with control, and it was negative. The outcome of the event necrosis and granulomatous chronic inflammatory process was unknown. The outcome of the events retention cyst/polipo, calcification and fibrous cord remained unchanged. In the opinion of the reporter, clinical pathological correlation was necessary for a better diagnosis. Case amendment performed on 13-feb-2025: an amendment was performed to address the technical issue related to transmission failure of the case.

Event description:
Case description: this spontaneous report was received from a brazilian physician via a sales representative and concerns a 75-year-old female patient (ambiguously reported as 74 years old, weight: 55 kg, height: 152 cm). She was injected subcutaneously with a total of 4.5 ml of radiesse into the mandibular region, pre-jowl region, malar region and nasolabial fold, for sagging and rejuvenation, on (B)(6)2023. Batch number was reported as a00088870 (expiry date: 30-nov-2024). The batch record review was received and the lot number for radiesse was confirmed as a00088870 (expiry date: 30-nov-2024). A lot search in the global safety database was conducted. She was injected with 1.1 ml into the each side of mandibular region, with 0.2 ml into the each side of pre-jowl region, with 0.75 ml into the each side of malar region and with 0.2 ml into the each side of nasolabial fold. A 22g cannula was used and the injection was performed into superficial subcutaneous tissue. Radiesse was diluted at a 1:2 ratio. The patient was previously injected subcutaneously with a total of 4.5 ml of radiesse into the mandibular region, pre-jowl region, malar region and nasolabial fold, for sagging and rejuvenation, on (B)(6) 2022. Batch number was reported as a00055620 (expiry date: 31-aug-2024). She was injected with 1.1 ml into the each side of mandibular region, with 0.2 ml into the each side of pre-jowl region, with 0.75 ml into the each side of malar region and with 0.2 ml into the each side of nasolabial fold. A 22g cannula was used and the injection was performed into superficial subcutaneous tissue. Radiesse was diluted at a 1:1 ratio. The patient was also previously treated with carbon laser and filler into the malar region. The patient's medical history included allergic rhinitis, arrhythmia and fibromyalgia. The patient had no allergies. Surgical interventions were reported as none. On (B)(6) 2024, 266 days after the radiesse injection, the patient experienced hardened area in the left mandibular region and a fibrous cord in the left jowl region. The physician reported that the patient had an appointment with a head and neck surgeon and was performed a usg, CT scan and aspiration puncture which excluded malignancy and cellularity. Ultrasound of the left side of the face, of a hypoechoic nodule near the skin of the left cheek, was performed, measuring 10 mm. Aspiration puncture by fine needle was negative for malignant cells. Soft tissue ultrasound was performed and there were skin and subcutaneous tissue lymph nodes with the usual appearance (oval and central hyperechogenic) in a cord. Largest measuring was 0.4 x 0.2 cm. The palpable nodule in the mentonian region had no diagnostic significance. CT scan of the face and neck was performed and images obtained with intravenous administration of contrast medium. Analysis showed areas of asymmetrical densification of the subcutaneous tissue along the lateral contour of the parotid gland, with foci of calcification in between, left parietal gland, with permeating foci of calcification, measuring up to 2.3 x 0.7 cm on the axial piano, with no significant expansive effect, non-specific to the method, and possibly correlated with clinical data, pharyngeal and laryngeal structures showing preserved attenuation, parotid and submandibular glands without alterations, hypoattenuating nodule in the left thyroid lobe, measuring 1.8 cm, undetermined, being better evaluated by directed ultrasound study, at clinical criteria. Other segments of the thyroid gland showed no relevant changes. There was numerical increase in lymph nodes at practically all cervical levels and at the upper mediastinal level, with unspecific imaging characteristics and preserved dimensions, reduction in volume of the right crystalline lens. Other orbital structures were without relevant alterations. There was retention cyst / poiipo in the right maxillary sinus. Other paranasal sinuses were normal, nasal septum deviated to the right. There was slight thickening of the mucous component of the nasal conchae, degenerative changes in the temporomandibular joints, cervical carotid atheromatosis and degenerative changes in the spine. There were areas of asymmetrical densification of the subcutaneous tissue around the side of the parietal gland. This was unspecific to the method and possibly correlated with clinical data. Hypoattenuating nodule in the left thyroid lobe was undetermined, and best assessed by an ultrasound study, with clinical criteria. There was numerical increase in lymph nodes at practically all cervical levels and at the upper mediastinal level, reduction in volume of the right crystalline lens, retention cyst/ poiipo in the right maxillary sinus. Other paranasals were normal. Nasal septum deviated to the right. There were slight thickening of the mucous component of the nasal conchae, degenerative changes in the temporomandibular joints, cervical carotid atheromatosis and degenerative changes in the spine. Hardened cord in the mandibular region was with no infiltrative or nodular character. On imaging tests, the lesion had an unspecific calcified appearance. For the moment, the patient had no indication for surgery due to the probable diagnosis. The outcome of the events was unknown. The events were not life-threatening, did not require hospitalization, were not considered to be permanent, did not led to a new diagnosed chronic disease and an intervention was not necessary to prevent a life-threatening condition or a permanent damage. Follow-up information was received on 09-jan-2025: the event inflammatory aspect was added. The patients clinical condition showed no improvement. Previously there were only palpable nodules, and at the time of this report, they were reddish and had an inflammatory aspect. The physician was waiting for the result of the biopsy. Due to the provided information, the outcome of the events retention cyst /poiipo, nodule, calcification and fibrous cord was considered as not resolved (changed from unknown). The outcome of the event inflammatory aspect was unknown. Follow-up information was received on 15-jan-2025: the case was upgraded to serious. The event nodule was amended to granulomatous chronic inflammatory process and the coding was changed from injection site nodule to injection site granuloma. The event inflammatory aspect was deleted. The event necrosis was added. A little liquid was drained, it was not characterized as pus or as a product. Histopathological examination of the skin was performed. On macroscopic examination, material received for examination in formalin consisted of an irregular fragment of skin measuring 0.5 x 0.4 x 0.3 cm. On the epidermal surface, it was observed and adherently elevated lesion measuring 0.3 x0.3 cm in surface area and 0.1 cm in depth. It was brownish in color and had a rough consistency. All the material was submitted to the histological process, 1 block and 3 fragments. On microscopic examination, skin was with dermal granulomatous chronic inflammatory process with an area of necrosis. There were multinucleated giant cells and presence of a foreign body, probably of exogenous origin. There was no malignancy. A fungi test using the specific periodic acid schiff (reported as pas) stain with control was performed, and it was negative. A bacilli acid alcohol resistant (reported as baar) test was performed, with specific fite faraco stain with control, and it was negative. The outcome of the event necrosis and granulomatous chronic inflammatory process was unknown. The outcome of the events retention cyst/polipo, calcification and fibrous cord remained unchanged. In the opinion of the reporter, clinical pathological correlation was necessary for a better diagnosis. Case amendment performed on (B)(6) 2025: an amendment was performed to address the technical issue related to transmission failure of the case. Follow up information was received on 27-mar-2025: the reported event necrosis was recoded from necrosis to injection site necrosis as an amendment for consistency. On (B)(6) 2025, the physician performed infiltration with oftaquix® and the lesion was decreasing. The patient was using bactrim® for 10 days at the time of this report, and the treatment would last 21 days. The patient was recovering gradually. Due to the provided information, the outcome of the events granulomatous chronic inflammatory process and necrosis was considered as resolving (changed from unknown). Due to the provided information, the outcome of the events retention cyst / poiipo, calcification and fibrous cord was considered as resolving (changed from not recovered/not resolved/ongoing).

Manufacturer narrative:
The batch record review for radiesse, lot a00088870, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00088870) and no similar events were noted. Assessment by merz: the reported events occurred in a compatible local relationship. Onset date of the event injection site fibrosis was 9 months after the injection which is a long latency but still possible. Onset date of the events injection site cyst, injection site nodule and injection site calcification was within a year which is a long latency but still possible. Injection site cyst is equivalently expected as swelling, injection site calcification is equivalently expected as induration and injection site fibrosis is equivalently expected as scarring whereas injection site nodule are expected based on currently valid brazilian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. Possible confounding factors include previous radiesse injection, as well as treatment with carbon laser and filler, but very sparse information was provided. However, the reported injection site reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 09-jan-2025: the event inflammatory aspect was added. The outcome of the events retention cyst /poiipo, nodule, calcification and fibrous cord was considered as not resolved. The added event occurred in a compatible local relationship. Onset date of the added event was not provided but temporal relationship can be assumed based on the wording of this report. Injection site inflammation is expected based on currently valid brazilian instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported reddish is considered to be symptom of the reported injection site inflammation and therefore was not coded. The added injection site reaction can occur after the treatment with radiesse. Therefore, causality for the added event is assessed as possibly related to the treatment with radiesse. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 15-jan-2025: the case was upgraded to serious. The event injection site necrosis (serious) was added. The event injection site nodule (non-serious) was recoded to injection site granuloma (serious). The event injection site inflammation (non-serous) was deleted. The added events occurred in a compatible local relationship. Onset date of the events was not provided but temporal relationship can be assumed based on the wording of this report. Injection site granuloma (serious) and injection site necrosis (serious) are expected based on currently valid brazilian instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. The brazilian IFU of radiesse warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentially injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient was diagnosed with necrosis and granulomatous chronic inflammatory process with unknown outcome. In the opinion of the reporter, clinical pathological correlation was necessary for a better diagnosis. Causality for the previously assessed events remain unchanged as possibly related to the treatment with radiesse. Causality for the added events is assessed as possibly related to the treatment with radiesse based on compatible local and assumed temporal relationship. This case is upgraded to serious with the serious events injection site necrosis and injection site granuloma because surgical intervention was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to receipt of follow up information on 27-mar-2025: based on the information provided, the patient was recovering gradually. Due to the information provided, the outcome of the events granulomatous chronic inflammatory process and necrosis was changed from unknown to resolving, and the outcome of the events retention cyst / poiipo, calcification and fibrous cord was changed from not recovered/resolving to resolving. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events injection site necrosis and injection site granuloma because surgical intervention was deemed necessary to prevent a permanent damage.